Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was within specification in relation to the reported "failed the gravimetric high flow test (800 mls) portion of the incoming test" which was not reproduced. Evaluation ran the device at multiple flow rates/volumes and found the device to deliver within design specification. Baxter's device evaluation found the device to under deliver by approximately -4.107% when the device was delivering at a rate of 800ml/hr during flow rate testing, which is within specification. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-00749 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the gravimetric high flow test (800 mls) during preventive maintenance testing. It was also reported there was no patient involvement.